Manufacturer narrative:
(B)(4); a replacement procedure has not yet been scheduled. Records indicate this device remains in service. Should additional information becomes available, this report will be updated.

Event description:
Po 9/28/2017. Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated to update device software, however a message was displayed indicating the device had reached end of life (eol) and the update could not be completed. It was noted the device was implanted approximately two years ago. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. A review of the memory confirmed the fault codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Manufacturer narrative:
(B)(4) the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device was successfully explanted. No additional adverse patient effects were reported.